Event description:
Dr reported that in 2004, one of his patients had an episode of digital neuroma that required re-excision with autogenous nerve graft. No additional info is available because dr does not have access to any patient info. This event occurred in approximately 2004. Dr is now practicing in another state. This report was found through a customer satisfaction survery done by mca with dr at the hospital. The event would have been reported to the manufacturer in 2004. MFR no longer is in business. The event occurred prior to synovis acquiring the neurotube product.

Manufacturer narrative:
Event was found through a customer survey performed 4 years after event. Neurotube was not acquired by synovis mca until after this event occurred. No info can be supplied by the surgeon. No device was returned to synovis so no conclusion or testing can be performed. It is unknown what the lot number, expiration date or manufacture dates are. Manufacturer of the device at the time of the event was neuroregen. Synovis surgical innovations is the reporting company for this event.